Event description:
Patient was receiving chemotherapy treatment via right internal jugular port-a-cath, and during a routine evaluation of the catheter, it was noted to be leaking at the insertion site of the huber needle and there was no blood draw and no fluid was able to be withdrawn. On physical exam approximately 4 hours post, the patient did not show any signs of inflammation, only a mild increase in soft tissue prominence in that area. Subsequent CT scan of the chest showed that the catheter had broken off from the main body of the port and was in the right ventricle and the right ventricle outflow tract of the heart. The patient was taken emergently to interventional radiology where the catheter was removed via the femoral vein using a 25-mm nitinol snare. Subsequent to that procedure, the patient was taken to the or for the removal of the port and inspection of the wound for damaged tissue secondary to the extravasated chemotherapeutic agents. The port was retrieved without difficulty. There was some fat necrosis in the area but no obvious necrosis of the skin or muscle or muscle fascia. Note: the patient had a previous history of pulling out a PICC line and a broviac line.